Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on radius side assessed as surgical damage. Additional observations: wear abrasion observed. White particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.